Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for a balloon leak was unable to be confirmed due to the device not being returned. However, based on the information provided, excessive forces during valve alignment may have caused interaction between the crimped valve and the delivery system balloon. When high tension is applied to the system, such as during attempts to overcome anatomical constraints or correct non-coaxial positioning, the crimped valve can shift or press against the balloon material. This concentrated pressure can create localized stress points on the balloon surface. If the valve edges or stent frame exert friction or sharp contact under these conditions, micro-tears or abrasions can occur, ultimately leading to the damage on the balloon prior to thv deployment, resulting to the reported balloon leakage. As such, it is likely that procedural (excessive device manipulation) factors may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a left femoral ttvr procedure with an evoque valve, the valve was deployed too low causing severe central leak and posterior paravalvular leak due to the team not being able to get the valve to annulus while exhausting all maneuvers. Color jet was used and tee showed posterior paravalvular leak the patient underwent a valve in valve procedure with a 29mm sapien 3 valve. However, the sapien 3 valve was not stable enough due to the angle of the evoque (45 degree angle). The team was not able to flex all the way down to get the valve parallel. After the sapien 3 valve was deployed, there was still central leak, and posterior paravalvular leakage of the envoque likely due to the sapien 3 valve being deployed too ventricular. Another 29mm sapien 3 valve was prepped and inserted, however, there were difficulties during valve alignment and the balloon on the 29mm commander delivery system "ruptured". The valve was not deployed. A third 29mm sapien 3 valve was prepped, and the patient underwent a successful valve in valve in valve procedure with an additional 29mm sapien 3 valve. The second sapien 3 valve was at a more favorable angle and within an appropriate zone to create seal between the evoque and the first sapien 3 valve, successful deployment. The final results showed trace central tricuspid regurgitation. There were no allegations of a thv edwards device deficiency. Per report, the left vein was very tortuous, and it can be suspected that this inhibited delivery system maneuvers. It was also reported that an anchor could have been caught on a papillary muscle. There was a patient injury due to this event and it resulted in rv failure. Snare used for both valve in valve deployments. Snare was released after first valve in valve. Then re-snared the evoque to place the second valve in valve. No issues during device removal. The patient had to go on ECMO during the procedure. The patient is stable.

Manufacturer narrative:
Per the report, the device was used in an off-label implantation in the tricuspid position. Therefore, g4 (PMA/510(k) number has been left blank. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. Investigation is still ongoing.